Manufacturer narrative:
D.10 device available for eval yes, returned to manufacturer on: 2020-03-23. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used insyte autoguard bc 24ga unit in an opened package from material number 382512, lot number 9136982. A visual/microscopic evaluation was performed on the used returned unit in which revealed the white button was depressed and the needle was not retracted. The reported issue was confirmed. Further investigation of the unit displayed a cured adhesive on the rim of the hub and over the side on the spring. A functional test was performed where the white button was pushed out and the then depressed. The unit did not retract. The attempt to manually twist the hub was unsuccessful as the adhesive prevented the hub from retracting into the needle. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to the displacement of adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract during use when inserted into the patient. The following information was provided by the initial reporter: "safety needle failed to retract. Needle failed to retract when inserted into patient no further details available."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract during use when inserted into the patient. The following information was provided by the initial reporter: "safety needle failed to retract. Needle failed to retract when inserted into patient no further details available."